Manufacturer narrative:
The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up will be submitted.

Event description:
It was reported that during a knee procedure, the #1 implant remains in the patient, unsecured. According to the reporter, there was no #2 implant on the trocar. The surgeon tried to tighten the #1 implant with no success. The surgery was completed with another ar-4500. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.